Event description:
It was reported that the insulin pump had a reoccurring no delivery alarm on the insulin pump during priming. Customer stated that they have to use power to push out insulin. Customer's blood glucose reading at the time of the call was 330 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.